Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
The customer's daughter reported via phone call that the customer hospitalized due to low blood glucose levels on (B)(6) 2015, one week prior to the call. The caller stated that the customer had been in a car accident due to low blood glucose of 31 mg/dl. The caller did not wish to document the hospitalization details. The caller called a week later to reported that the insulin pump had delivered a large bolus that had not been programmed. The customer's blood glucose was 55 mg/dl, which later rose to 71 mg/dl. The caller stated that the customer always used the bolus wizard, so there was no way she would have programmed the 24.9 unit bolus. She confirmed that this bolus corresponded with the time during which the customer treated with a food bolus. She was advised that the amount could be overridden, but she stated that the customer did not do so. The caller declined to troubleshoot for low blood glucose. Customer's most recent blood glucose was 135 mg/dl. The device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.